Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found a surgical tray containing various medical devices. In the corner of the tray, there appear to be several broken pieces of the anchor screw mid-shaft, involving the threaded portion. A second image displays the device identification label, including the lot number and part number. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established and a material certificate of analysis (coa) is required. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an rcr procedure for a small/medium tear, a healicoil sa was inserted and twisted until the laser line was flush. The inserter handle was tapped out, and it was noticed that the top 2¿3 coils on the anchor had sheared off. All the broken pieces were retrieved from the patient. The procedure was resumed, after a 10-min surgical delay, using the same device. The distal tip and remaining body held with solid fixation after probing and pulling on anchor and sutures. An adequate repair was achieved. No further complications were reported. Patient is anticipated to have an expected normal outcome and recovery.